Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an alarm occlusion occurred. Reportedly, the customer changed infusion set, and cartridge, and successfully resumed insulin. Subsequently, the customer went to the emergency room (ER) due to blood glucose (bg) level of 524 mg/dl. Bg was treated with fluids and manual insulin injections of humalog. Reportedly, customer left the ER 4 hours later with customer in stable condition (bg 103 mg/dl).